Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6) year old) underwent idiopathic ventricular tachycardia (idvt) ablation procedure with navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an idvt case, a pericardial effusion was noticed using intracardial echo (ice) and confirmed with transthoracic echo. The caller reported that the medical intervention provided was a pericardiocentesis and is unknown at this time how much fluid was removed. The event was discovered during the use of biosense webster products in post ablation phase. Transseptal puncture was performed with baylis needle (baylis medical, nrg-e-hf-71-c1). Prior to noting the effusion ablation was performed. There was no evidence of steam pop. Physician had lab staff hold the ¿flush catheter¿ button on coolflow pump while ablating. Physician was notified that this was an off-label use of the system. There were no error messages observed on biosense webster equipment during the procedure. Stereotaxis force bar and visitag were used for force visualization. Visitag stability settings were 3mm for 3s with respiratory gating activated with no additional filters. Color option was time. The opinion of the physician is that the cause of the vent was procedure. The patient had fully recovered with no residual effects. The patient¿s condition required an extra day of hospitalization for observation to ensure effusion resolved.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2020. The device evaluation was completed. It was reported that a female patient (78 year old) underwent idiopathic ventricular tachycardia (idvt) ablation procedure with navistar® rmt thermocool® electrophysiology catheter. It was reported that during an idvt case, a pericardial effusion was noticed using intracardial echo (ice) and confirmed with transthoracic echo. The caller reported that the medical intervention provided was a pericardiocentesis and is unknown at this time how much fluid was removed. The patient had fully recovered with no residual effects. The patient¿s condition required an extra day of hospitalization for observation to ensure effusion resolved. The device was visually inspected and it was found in good conditions. The magnetic, temperature features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).